Event description:
Gortex fillers inserted in corners of mouth. Inflammation all around lips terribly inflamed. Fever blisters constantly, lips constantly bleeding, couldn't use any lipstick, lips cracking open, lips cracking, just opening my mouth would cause bleeding. Dates of use: 2006-2007. Diagnosis or reason for use: deep crease corners of mouth. Event abated after use stopped or dose reduced: yes.